Manufacturer narrative:
Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited sensing integrity counter (sic), high rate non-sustained episodes, non-sustained tachycardia, and continued to exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.